Manufacturer narrative:
(B)(4). Mfg date: this lot was manufactured september 9, 2014 september 11, 2014. The device was returned for evaluation. Visual inspection revealed fluid inside the housing. Fluid was observed coming out at the volume indicator located inside the housing. A functional leak test was performed and the volume indicator leaked again. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single-day infusor device leaked. The device was reportedly filled with desferrioxamine 3000mg in 39ml of water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.